Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via metal-on-metal tha of the patient¿s right hip joint (date of surgery was unknown). It was reported that the patient felt a pain after 10 years from the primary surgery, it was confirmed there was loosening, and the revision surgery was performed on (B)(6) 2019 by washing out thoroughly at trunnion which was discolored black, and replacing the cup (manufactured by kyocera, p/n: 121781050, lot#: unknown), the liner (p/n: 121889150), the head (p/n: 962702100), the hole eliminator (p/n: 124603000) due to pain, suspected an acetabular cup loosening, trunnionosis. The surrounding soft tissue was clean. A stem was retained, and a gription sector cup 54mm with 2 screws, a hole eliminator, a marathon face-changing poly liner 54 mm+4 10°, an elite metal head 32 mm+3 were implanted. The surgery was completed outside a 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device),h6. Added:d10,h3. Product complaint # (B)(4). Investigation summary: the device was reviewed by bioengineering and report was received stating: it was unlikely that a manufacturing defect was present root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).